Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection procedure, the surgeon fired the device successfully for 7 to 8 times using the tan reload, bleeding was then noticed. The surgeon attempted to fire the 9th and 10th reload but was unable to due to a yellow icon warning sign appearing. The surgeon then tried using another device but was unable to get control of the bleeding which led to the patient passing away.